Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿it was found that the suture had been frayed, so use was stopped.¿ did the suture fray during use on the patient or upon handling? Please clarify. The following information was requested, but unavailable: do you have a photo for visual analysis? No photos are available. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported by a sales rep that, during a spinal surgery, when taking out from the package, it was found that the suture had been frayed, so use was stopped. Then the surgery was completed with another needle-suture. No adverse patient consequences were reported. Additional information was requested.